Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported that during a vitrectomy procedure the gas pressure was too high and there was a strange noise. The case was not completed, and was rescheduled. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined and the reported event was confirmed. To remediate the system message (sm) the inlet pressure was adjusted. The issue required additional remediation. The pressure regulator and the air distribution components were both replaced to address the initial issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(6) 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an internal component. However, how and when the component became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).